Manufacturer narrative:
(B)(4). Concomitant product(s): - part: 11-103205, name:taperloc por lat fmrl 11x142, lot:017170. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to metallosis. During the procedure the surgeon noticed that there were blackened material around the trunnion. There was staining of fluid in the synovium, dark material and metal fretting at the trunnion. No signs of infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised approximately 8 years post implantation due to pain, discomfort, elevated cobalt and chromium levels, soreness, metal poisoning and metallosis. Surgical notations of evidence of changes within the lining of the hip in terms of synovial tissue and capsule with possible wear debris, two surfaces with blackened material, and staining of fluid and synovium which appeared to be from metal wear were noted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09964. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.